Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one used ls3112 ligasure device was received, and evaluation of the sample found one broken and missing snap from the electrode jaw, however the customer reported condition was not confirmed. The returned disposable electrodes were assembled on a set of forceps. The investigation found the device to function normally and within specifications as it relates to the customer reported condition. The investigation identified that one of the snaps was broken and missing, however this additional finding did not contribute to the customer reported condition. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the event to be attributed to user error. The product instructions for use contains additional information on the proper method of assembling the electrodes onto the reusable instrument to avoid damage. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not activate during a procedure. The reporter indicated that there was no patient injury. The incident device was returned for examination and inspection of the received device identified that one of the snaps had broken off and was not returned. Additional information has been requested to determine if the broken snap occurred during or after the procedure but no details have been provided by the facility.